Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit securely on the pump. Reportedly, the cartridge was "loose". There was no reported impact to the customer's blood glucose level. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.